Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker exhibited high atrial sensing affecting device longevity. There is no known intervention information as of the moment. The device remains in service. No adverse patient effects were reported.